Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/02/2023. Additional b5 narrative: it was reported that the patient underwent partial excision of mesh on (B)(6) 2016 due to recurrent multiple ventral incisional hernias, adhesions, scar and obstruction. Mwr-01032023-0001361520 submitted for adverse event which occurred on (B)(6) 2016. Mwr-02032023-0001361554 submitted for adverse event which occurred on (B)(6) 2016.